Manufacturer narrative:
One (B)(4) was received for evaluation. Visual inspection found the tip of the electrode to have broken off. The investigation found the tip had broken off. The broken tip was returned. The broken tip was inspected under magnification and found to have stress fractures. The investigation identified the root cause of the reported event to be the user applying excessive force to the electrode tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the during the procedure the spatula tip broke and fell into the patient's cavity. The tip was immediately removed from the patient and a new device was used to continue. There was no harm to the patient.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported the during the procedure the spatula tip broke and fell into the patient's cavity. The tip was immediately removed from the patient and a new device was used to continue. There was no harm to the patient.